Manufacturer narrative:
Updated data: b5. Additional information was received that during the implant of this transcatheter bioprosthetic valve, after the valve was loaded one time, the load was confirmed via visual, tactile and fluoroscopy prior to implant and there was no misload identified. A pre balloon aortic valvuloplasty (bav) was performed prior to insertion. An infold to the second node was noted after the valve was recaptured one time. The amount of aortic calcification present in the patient¿s anatomy was noted to have contributed to the infold. It was determined that the cause of the valve dislodging was the post bav that had been performed in order to resolve the moderate paravalvular leak (pvl) that was present. No additional adverse patient effects were reported. H6 - device codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The returned flouro check confirms the presence of an infold with frame overlapping noted up to the 4th node. Review of the returned dicom images show: a pre-balloon aortic valvuloplasty (bav) was performed of the native aortic valve. The delivery catheter system (dcs) is seen traversing up the descending aorta and up over the aortic arch with the nose cone crossing the aortic annulus on the inner curve of the aorta. The evlout prosthesis is deployed to approximately 80% with what appears to be some degree of constrainment on the non-coronary cusp (ncc) side. There was calcification noted on the ncc as well. The valve was recaptured. On the second attempt of deployment, infolding was identified in the valve frame from inflow up to the level of the valve waist and significant constrainment around 80% of deployment. Transesophageal echocardiogram (tee) probe is advanced, and intravenous contrast was injected and perivalvular leak was seen on the left coronary cusp (lcc). The valve was released at 100% of deployment and a post-implant balloon aortic valvuloplasty (bav) was performed which improved infolding with residual up to only the second node and valve constrainment at the inflow is also much improved. The level of the valve appears to be at 0-1 on the non-coronary cusp (ncc) and maybe around 2-3 on the left coronary cusp (lcc). A snare was used around the paddle along the outer curve of the aorta and moved higher into the ascending aorta at the base of the aortic arch. A second fluoroscopic load check was performed with noted frame overlap up to the 3rd node which is considered to be a ¿good¿ load. The second dcs traversed the aortic arch down to the aortic annulus on the inner curve and crossed the aortic valve. The second valve was then deployed to 80% and then 100%. The nitinol frame features a latticed strut design which allows the valve to be compressed and loaded into the delivery system. During either the loading or recapture process, the struts may cross over and catch on each other while being compressed, which in some cases potentially can cause infolding. There was no information to suggest a device quality deficiency related to this event. Based on the available information, the presumed infold appears to have occurred as the valve was being deployed after being recaptured one time. A pre-implant bav had been performed, along with a post-implant bav. Per the instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant bav of the valve may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. In this case, after the infolding occurred, moderate pvl was shown on echocardiogram most likely as a result of the infolding noticed at deployment. After the post-implant bav was performed, the valve reportedly dislodged. The valve was then snared to the ascending aorta and a second valve was implanted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the first deployment was too high. The valve was recaptured and then implanted. Imaging revealed possible infolding in the inflow portion of the valve. Echocardiogram showed paravalvular leak (pvl). A post-implant dilatation was performed, and the valve dislodged. The valve was moved to the ascending aorta. Subsequently, a second valve was implanted. The patient remained stable during the procedure. No adverse patient effects were reported.